Manufacturer narrative:
Based on the claim against the product by the customer noting failure to unclamp the jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the reported complaint. A visual inspection of the distal end found the snake wrist cable to be broken. The broken cable caused the instrument to fail engagement when placed onto the in-house system. No in-house testing was performed due to the condition of the instrument. The root cause for this failure is typically attributed to a component failure. Additional observation(s) not reported by site: review of the logs found the instrument had several engagement failures the instrument failed engagement when placed on the in-house system. The root cause for the engagement failure is likely caused by the broken wrist cables. The probable root cause of unclamping issues may be attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This complaint is considered a reportable event due to the following conclusion: it was reported that the vessel sealer extend instrument jaw was locked and could not unclamp. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaws of the vessel sealer extend instrument were locked and the wires were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.